Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) from 11 months remaining two weeks ago. Data analysis confirmed that eri was declared due to two high voltage charges in excess of 15 seconds. The device was depleting normally. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted due to a unknown product performance issue. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) from 11 months remaining two weeks ago. Data analysis confirmed that eri was declared due to two high voltage charges in excess of 15 seconds. The device was depleting normally. The device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted due to a unknown product performance issue. Further information obtained from the field indicated that the device was explanted for elective replacement indicator (eri). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did not confirmed gas gauge/longevity not as expected allegation. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.